Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa) (lcfa) was attempted with 6 proglide devices using the pre-close technique via 6f in the lcfa and 9f sheath in the rcfa holes prior to an abdominal aortic aneurysm (aaa) interventional procedure. Lcfa: reportedly, a cuff miss [suture retrieval issue] occurred on the first proglide device used. The sutures of two new proglide devices were successfully pre-placed. The sheaths were upsized to an 18f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Rcfa: the first proglide device was successfully placed. During deployment of the second proglide device, a cuff miss [suture retrieval issue] occurred. The suture of one new proglide device was successfully pre-placed. The sheath was upsized to an 18f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.